Event description:
The customer reported to olympus, the blockage problem with the gastrointestinal videoscope. Customer confirmed that customer was able to solve the problem. There was no report of patient harm associated with the event. This medical device report (MDR) is being submitted to address incorrect or insufficient reprocessing as a reportable malfunction.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: -inspection of the endoscope olympus will continue to monitor field performance for this device.